Manufacturer narrative:
Product analysis of part # 54840007540 ; lot # h5513364 analysis summary: visual examination revealed the screw was broken above the start of the threads down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a very rigid fracture surface with some striations consistent with cyclic fatigue. The threads of the broken lower portion of the screw have been damaged, possibly from the removal process. The above observations are consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use for a patient undergone unknown spinal therapy. The pre-op diagnosis was mentioned as spinal stenosis. It was reported that, 2 screws were broken post-operatively. Patient had a symptom of pain. Revision surgery was performed to explant the broken screw on (B)(6) 2021. There were no broken fragments of screw remained in patient. The procedure or technique used during initial surgery was conventional screw insertion method and the levels implanted were l5-s1. The implant date of reported product was unknown. No further complications reported.